Manufacturer narrative:
Corrected data h6 (health effect - clinical code): "4446 - heart failure/congestive heart. Failure" code removed; h6 (type of investigation): "4114 - device not returned" code removed. H3: evaluation summary: customer report of valve calcification leading to stenosis was confirmed through observed calcification. X-ray demonstrated wireform intact and heavy calcification on all three leaflets. Leaflet 1 had a tear near commissure 1. Calcification was evident at the tear. Extrinsic calcific deposits were observed on the inflow and outflow surfaces of all three leaflets. Moderate host tissue overgrowth encroached onto the tissue and into the orifice on leaflet 3 at the outflow aspect and on leaflet 1 at the inflow aspect. Host tissue on the stent circumference was moderate at the outflow aspect. Calcification restricted leaflet mobility and led to stenosis. Band was exposed on the inflow aspect. H11: additional manufacturer narrative: the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Manufacturer narrative:
Added information to section h6 (investigation findings) and h6 (investigations conclusions) h11: additional manufacturer narrative: calcific degeneration involves the gradual accumulation of calcium deposits on the valve leaflets. It is a disease continuum from sclerosis to chronic inflammation that leads to leaflet calcification. These calcium deposits, over time, cause the leaflets to become rigid and less flexible, which can account for failure modes such as stenosis and regurgitation. Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. Pannus is a non-immune inflammatory reaction of the body to the implanted prosthesis, characterized by proliferation of fibroelastic tissue and collagen, with a starting point in the suture area and subacute or chronic centripetal evolution. Pannus can have both beneficial and harmful effects depending on the amount of growth and location. A small amount of host tissue growth over the suture line is expected and is needed to form a non-thrombogenic surface and complete the healing process after device implantation. In contrast, an excessive amount of pannus growth can cause nonstructural dysfunction that may require intervention. Host tissue growth can extend onto the cusp surfaces leading to thickening of the cusps, cusp retraction or curling, leaflet immobility, and/or abnormal coaptation, potentially resulting in valvular regurgitation, elevated gradients, and/or stenosis. Pannus/host tissue overgrowth is most likely due to patient factors and is unlikely to be related to a manufacturing non-conformance. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The most likely cause is patient factors, including peripheral arterial disease.

Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation, as the device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a patient with a valve model 3300tfx23 implanted in aortic position underwent a valve explant surgery after an implant duration of two (2) years and nine(9) months due to valve calcification leading to severe stenosis (velocity of 4.3 m/s). As reported, the valve started to show signs of failure approximately one (1) year and nine (9) months before valve replacement. The patient was experiencing symptoms of dyspnea and fatigue. A 23mm non-edwards valve was implanted in replacement. The patient was noted as to be in stable condition after procedure.